Event description:
Following positioning of the hemobahn endoprosthesis, the physician attempted to deploy the device. However, the deployment line became stuck. Attempts to fully deploy the device were unsuccessful. Thus, the pt was converted to open surgery and the partially deployed device was removed. The pt was fine at the end of the procedure.